Event description:
Information was received that during use of this smiths cadd solis vip pump, broken tubing set resulting in leakage on the pump which caused an electrical failure and under-delivery. No patient adverse events reported.